Event description:
A malfunction was reported on the pump, but there were no notable events preceding it. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears, which the customer acknowledged and understood.